Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was above 400 mg/dl, 300 mg/dl, 160 mg/dl, and 304 mg/dl and the current blood glucose value was 250 mg/dl. The customer was treated with insulin pump. The customer was assisted with troubleshooting. The customer stated that the drive support cap appears normal. Product will be returned device for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Insulin pump passed the delivery accuracy test at 0.0875 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).